Manufacturer narrative:
The report states: medwatch report states: this is a (B)(6) male with a history of a depuy asr left hip system implanted on (B)(6) 2008. (B)(6) 2010: presented with new onset and pain in the left hip (10 days), swelling in the left buttock and fevers as high as 102 degrees. (B)(6) 2010: infected left total hip arthroplasty, left gluteal abscess incision and drainage (ID). (B)(6) 2011: ID follow-up. Presented with scant pain, drainage. Wishes to pursue a revision total left hip arthroplasty on (B)(6) 2011. Relevant tests/laboratory data, including dates: (B)(6) 2010: routine bacterial culture result light growth, anaerobic gram positive rods identified as propionibacterium acnes. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Medwatch report states: this is a (B)(6) year old male with a history of a depuy asr left hip system implant on (B)(6) 2008. On (B)(6) 2010: presented with new onset and pain in the left hip (10 days), swelling in the left buttock and fevers as high as 102 degrees. On (B)(6) 2010: infected left total hip arthroplasty, left gluteal abscess incision and drainage (I&d). On (B)(6) 2011: I&d follow-up. Presented with scant pain, drainage. Wishes to pursue a revision total left hip arthroplasty (B)(6) 2011. Relevant tests/laboratory data, including dates: (B)(6) 2010: routine bacterial culture result light growth, anaerobic gram positive rods identified as propionibacterium acnes. Update: (B)(6) 2010 - due to receipt of litigation papers, complaint is now reportable. Litigation papers allege patient suffered and/or will suffer pain, inhibition of the ability to walk, unnecessary and additional surgery, and other injuries presently undiagnosed. Patient is a resident of ca.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 4/19/2013- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and possible alval and infection. Neither infection or alval were ever confirmed. There is no new additional information that would affect the existing MDR decision.